Event description:
In a pt with 2 drainage sys, a report from the field indicated that after 36 hours of effective drainage, the 2 anti-reflux valves had been obstructed by a pus and blood coagulum leading to the change of a part of the drainage line, including the anti-reflux valve. One drain was located in the right frontal abcess and the other drain in lateral left ventricular.